Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. No kink was observed in the cannula. No malfunction or other product condition that would have contributed to the patient's hyperglycemia and hospitalization was found.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia and dehydration, and the reported hospitalization for hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider," and it advises ¿hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.¿

Event description:
The customer reported high blood glucose levels reaching > 13.8mmol/l (>250mg/dl) and hospitalization for 5 days. He was treated with nacl and insuline and hydrated. He believes the cannula was kinked. The pod was worn between 4 and 24 hours.